Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ref #: 2134265-2018-01152. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 33mm watchman ® laa closure device & delivery system (wds) was advanced. During deployment, the feet of the closure device moved forward causing a pericardial effusion. The device was fully recaptured. A cardiothoracic surgeon created a pericardial window, drained the effusion, sutured the appendage closed and partially ligated. The patient was transferred to the intensive care unit in stable condition.